Manufacturer narrative:
No frozen screen, flashing display anomaly or button error alarm noted. Unit time/clock moved. However, unit had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose level at the time of the incident was 11.5 mmol/l. The customer changed the battery and received battery out limit. The buttons would not respond to clear this alarm and the screen was flashing. The customer stated that the time clock did not advance when monitored for one minute. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.